Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a device upgrade. Device interrogation prior to the procedure revealed out of range high atrial lead impedance. An attempted to manually extract the lead was unsuccessful. The lead was capped. The patient is well and will continue to be monitored.